Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 35 months, oversensing on the ventricular channel was reported. The lead and the ICD were replaced.

Manufacturer narrative:
Upon receipt the lead was found cut 12 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 6 cm long medial fragment was not returned. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The returned lead fragments were visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. Damages like the deformed fixation helix and the stretched distal lead fragment and the in the distal region fracture conductor cable leading to the rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.